Event description:
Hospital reported that intravenous infusion propofol emulsion 1% in a 100 ml glass bottle programmed to infuse at 20 ml/hour using a medley large volume pump infused within 15-20 minutes. Pt's systolic blood pressure recorded as 70 mm hg. Hospital states pt was not injured. In 11/04, learned that patient has been placed in trendelenberg and that intravenous fluids were used to treat the pt's blood pressure.